Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for descending aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag) and a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) (proximal tgu454515j, distal tgmr373715j). After placement of the both devices, there were bird-beak configurations at the proximal and the distal ends of tgu454515j, but no endoleak was noted. On an unknown date, a follow-up computerized tomography showed an endoleak (suspected type iii endoleak from the connection site of the ctag and ctag-ac) and additional procedures were indicated. On (B)(6) 2021, an abdominal aortic replacement (including left and right renal, celiac, and superior mesenteric arteries) was firstly performed because the patient also had thoracoabdominal aortic aneurysm. On (B)(6) 2021, an additional implantation of ctag-acs was performed to resolve the endoleak. A proximal tgm454520j was placed at the same level of the previous ctag-ac. A distal tgmr373720 was placed with 3 cm overlap and the distal end was extended into the abdominal graft. After the procedure, no endoleak was noted. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).